Manufacturer narrative:
(B)(4). No conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2006 and mesh was used. The patient experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the pt has undergone multiple surgeries and revisionary procedures, including an excision of the mesh procedure on (B)(6) 2011. No additional information was provided.

Manufacturer narrative:
Date sent to the FDA: 06/21/2016. Additional information: a2, b7.

Manufacturer narrative:
Product complaint: (B)(4); corrected data: g6 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report # 3.

Manufacturer narrative:
Product complaint: (B)(4); corrected data: g6 this report is being submitted per the request of FDA to correct sequential numbering for the MDR follow up report originally submitted. This is follow up report # 2.

Manufacturer narrative:
Pi1-zdl9gf. Date sent to the FDA: 02/12/2016. Additional information: 3191-recurrent prolapse-labeled, 1928-labeled, 2597 - not labeled, 3191 - surgical procedure - not labeled. Additional b5 narrative: it was reported by an attorney that the patient underwent a gynecological procedure on (B)(6) 2006, and a mesh was implanted. It was reported that patient underwent a vaginal hysterectomy and anterior/posterior repair on (B)(6) 2011, due to uterine prolapse, cystocele, rectocele and sui. No additional information was provided. The initial and any previously submitted follow up information has been reported under MFR report # 2210968-2012-08478. This follow up report is being sent under a new MFR report # due to a change in operating system.

Event description:
From product issue pi1-jlevp0: wcq received an email from the ethicon risk manager team stating the following: please update file # (B)(4) with the following information received 2/11/2014: additional product: please update. Patient: (B)(6). Dob: (B)(6) 1942. Ob hx: gravida 2 para 3. Surgical history: hysterectomy (B)(6) 2011. Reason for surgery: prolapsed bladder and cystocele. As per plaintiff profile form; lot #: 1396005 (mid- urethral), lot #: 1388614 (anterior-posterior vaginal wall). Details: it was reported that following insertion the patient experienced pain, erosion, urinary problems, bleeding, and vaginal scarring. No additional information was provided.